Manufacturer narrative:
Correction: in initial MDR the evaluation FDA device code of 2524 was reported in error. The product and the video were returned for analysis. The reported complaint was observed on the provided video. The device is returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the tip of the nozzle. No damage observed. No lens returned. Returned video shows activation of company device. The preparation (filling the device with ovd) is not shown on the video. The plunger is observed to be passing under the lens where the lens is still in the lens bay. Due to light reflections and the quality of the video, the position of the lens in the lens bay cannot be confirmed. We are unable to determine the root cause for the reported complaint "the plunger passed under the lens through which the lens did not exit". Plunger underride was observed on the provided video. Due to light reflections and the quality of the video, the position of the lens in the lens bay cannot be confirmed. The preparation of the device is also not shown on the video. It is unknown if qualified viscoelastic was used. Plunger underride may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during the intraocular lens (iol) implantation the plunger passed under the lens through which the lens did not exit. Since there was no replacement lens, proceeded to uncover the device and removed the lens and load it into a cartridge. The lens was in perfect condition and was implanted without any issues.